Event description:
A ventilator was returned to the manufacturer for routine preventive maintenance. There was no allegation of device malfunction. There was no harm or injury reported. During the evaluation of the device at the manufacturer's service center, an error code was found in the ventilator's downloaded error log. The device's power management board was replaced to address the issue.